Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they are having a lot of pain in their back. They had an injury years ago and had nerve damage as a result. The external neurostimulator (ens) trial was placed where they had the injuries and they are having a lot of pain in the back. The patient has bleeding that is backed up in the lead wires. It was noted that the patient confirmed that the injuries and nerve damage occurred years ago and they are not related to the device or therapy.

Manufacturer narrative:
The product code and PMA/510k number were listed incorrectly on the initial report and have been corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.